Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. The customer stated that this malfunction caused a delay in dispensing when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) checked the remote support service (rss) dashboard, but no devices were offline for 4 hours. Then contacted with pharmacy and assisted with device reconnection. Then verified connection re-established via rss dashboard transition to online state. Also established remote session via rss session and verified data sync completion. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. The customer stated that this malfunction caused a delay in dispensing when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported based on this event.